Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported treatment by hcp and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had visited an outpatient hcp (health care provider) clinic with hyperglycemia. The patient's bg (blood glucose) levels reached 560 mg/dl while wearing the pod longer than 48 hours. Patient reported the day prior she had been working outside and sweating when the cannula became dislodged. She reported she did not notice the cannula was dislodged until the next day when her bg levels were elevated, and she started vomiting. Symptoms reported include vomiting and leg cramps. The patient was treated with IV (intravenous) fluids.